Event description:
Additional information received indicates that the retractor jammed, the event occurred pre cardiopulmonary bypass, where in the instruments gets tested prior to surgery, before the patient come into the room. There was no delay in the procedure, the product was changed out, and the surgery was completed successfully, no blood loss and with no patient effect.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) d9 (device availability) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 2199, 4582, 2983, 10, 3331, 4228, 51). The affected sample was inspected upon receipt. It was noted that the handle was hard to turn and there was significant corrosion on the locking plates and around the threads that are within the handle. Additionally, this device expired approximately six months prior to the date of occurrence. Due to the presence of corrosion, it¿s possible that improper reprocessing of the device caused the failure. Additionally, this device expired approximately six months prior to the date of occurrence. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 23, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d5: (operator of device). E1: (added reporter's name, address and telephone number). E2: (updated health professional). E3: (occupation). G2: (report source). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up due to additional information). H6: (identification of evaluation codes 4114, 3221, 4315). Type of investigation: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The sample was not returned for evaluation; therefore, a thorough investigation could not be performed. Without a returned device a definitive root cause could not be determined. A possible cause could be improper cleaning and lubrication of the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 3067 - handpiece. Health effect ¿ impact code: 4648 - insufficient information. Health effect ¿ clinical code: 4580 - insufficient information. Medical device problem code: 3190 - insufficient information. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that there is an hercules issue. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. Additionally, it is stated that the retractor was jammed.